Event description:
It was reported that before delivery to the hospital, a foreign matter was found inside the package. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2023. D4: batch # 422c80. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample revealed that one gst60b reload was returned inside its package unopened. The visual inspection revealed that one unknown metal piece was found piercing the package. This could compromise sterility. This defect has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot number 422c80, and no non-conformances were identified.